Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor failed incoming functional testing. As received, the belt receptacle was pulled from the monitor case and was disconnected from the j1001 connector on the computer / analog (ca) board. The root cause for the damaged receptacle was excessive force. No adverse events occurred as a result of the damaged monitor.

Event description:
A us distributor reported that a patient's monitor belt receptacle was damaged.